Manufacturer narrative:
The investigation was based on the reported event and provided information incl. Log file analysis of the affected vn500 device. The dräger service technician on site could verified the reported symptom and found during repair a leakage on lpsv. Root cause was a faulty lpsv (low pressure safety valve). He replaced the defective part and tested the device according to manufacturer specs without further deviations. According to the log file analysis at the manufacturer site the event could also be traced. Based on the detected error codes in the log file at the reported time, it was also determined that the ventilation was limited at the reported event and the safety valve remained open. For this reason, the case is now being reported retrospectively. The device alarmed and behaved as specified due to a defective lpsv. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a deviation concerning the gas dosage and mixture module the gas delivery stops and the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible and visual alarms will be activated to inform the user about the problem. No patient health consequences have been reported. The field failure rate is continuously monitored by the product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that the inspiratory valve popped during use. Brought unit to biomed was able to intermittently duplicate the issue, now unit will not build pressure up at all. No patient harm. The device alarmed. No stop of ventilation was reported. After investigation completed, it was found that ventilation was limited and safety valve remained opened. Therefore, if in case of recurrence the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.